Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare provider reported a right side rupture and a capsular contracture baker grade iii. The device remains implanted.

Event description:
Un-reporting medwatch due to non allergan device.